Event description:
A caller reported that the insulin gauge on the pump displayed a different amount than expected, showing zero when the caller anticipated 240 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and was advised to call back for troubleshooting if the problem reoccurs. A request was made for an email with cartridge load resources, which was acknowledged.